Manufacturer narrative:
As reported, during the sheath-to-device connection step, the indicator wire of a 5f exoseal vascular closure device (vcd) deployed in the incorrect (opposite) direction. As a result, the wire did not engage with the vessel wall, and no change in the indicator window was observed. Consequently, the device could not be used. Hemostasis was achieved with manual compression. No patient injury was reported. The device was removed from the patient and subsequently tested, during which the plug was successfully deployed. The intended procedure was reported to be a percutaneous transluminal angioplasty (pta) performed using a retrograde approach. There were no visible signs of device or package damage prior to use. For the puncture femoral site, angiography confirmed the femoral artery suitability, including the appropriate insertion angle of 30¿45 degrees of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not exhibit calcium or plaque, there was no stent present, no stenosis greater than 50% was observed, and there was no history of prior closure with a device or manual compression within the previous 30 days. Additionally, no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was evident at the access site prior to the use of the exoseal vcd. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and a non-cordis catheter sheath introducer was used. The device showed no visual damage before use, and the indicator window of the exoseal device was correctly facing up during retraction. However, when the device was removed, the indicator wire loop was deployed in the incorrect (opposite) direction. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis 5f catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the indicator wire retraction and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the indicator wire condition. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as it was received with no anomalies noted to the loop and the loop was successfully retracted after successful deployment. Magnified evaluation was within specification. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the damaged loop event reported since the returned device did not match the event description. It was reported that after device removal and subsequent testing the plug was successfully deployed; however, the device was received in an undeployed state. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. In addition, it was reported that the wire would not catch the vessel wall. Due to the nature of this complaint, which is patient related, the cause cannot be determined since patient-related events cannot be duplicated in the lab. Additionally, it should be noted that the orientation of a fully deployed indicator wire should not be interpreted as evidence of device malfunction. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the sheath-to-device connection step, the indicator wire of a 5f exoseal vascular closure device (vcd) deployed in the incorrect (opposite) direction. As a result, the wire did not engage with the vessel wall, and no change in the indicator window was observed. Consequently, the device could not be used. Hemostasis was achieved with manual compression. No patient injury was reported. The device was removed from the patient and subsequently tested, during which the plug was successfully deployed. The intended procedure was reported to be a percutaneous transluminal angioplasty (pta) performed using a retrograde approach. There were no visible signs of device or package damage prior to use. For the puncture femoral site, angiography confirmed the femoral artery suitability, including the appropriate insertion angle of 30¿45 degrees of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not exhibit calcium or plaque, there was no stent present, no stenosis greater than 50% was observed, and there was no history of prior closure with a device or manual compression within the previous 30 days. Additionally, no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was evident at the access site prior to the use of the exoseal vcd. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and a non-cordis catheter sheath introducer was used. The device showed no visual damage before use, and the indicator window of the exoseal device was correctly facing up during retraction. However, when the device was removed, the indicator wire loop was deployed in the incorrect (opposite) direction.the complaint device was returned for evaluation.